Event description:
It was reported that an angio-seal device was deployed without complications in the right femoral artery following a stent procedure. However, when the suture was clipped and the tamper tube removed, a slight ooze was noted. Slight manual pressure was held followed by a pressure dressing and a sandbag. Shortly after, the patient complained of right groin pain. Approximately 45 minutes later, the patient became hypotensive. Reopro was discontinued and atropine administered to the patient in order to elevate blood pressure. The physician ordered an h&h and CT scan to be performed. The CT scan revealed a retroperitoneal bleed that extended to the lower pole of the right kidney. A blood transfusion was not required; no surgery was necessary. The patient was reported to be recovering and was discharged a few days later. Act - 210 reopro administered prior to deployment, 3500 units of heparin pre-placement angiogram performed, history of coronary artery disease.